Manufacturer narrative:
Customer indicated daily qc testing was performed and acceptable. On 02-24-16 an ocd field engineer (fe) arrived at the customer site and confirmed visual inspection of the card in question is negative. Fe inspected and cleaned camera visor and reflection panels. Fe confirmed reader camera adjustments is within specifications. Customer ran controls and results were acceptable. Instrument is operating as expected. No repairs needed. The root-cause could not be confirmed although the most probable root cause is associated with an anti-d antibody being weak and/or at the detection limit of the technique and reagents used.

Event description:
Customer is reporting false negative reaction to a patient's antibody screen tested on the provue but was later identified to have an anti-d which reacted by manual gel, during correlation studies with ocd workstation.